Manufacturer narrative:
UDI #:( (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced ectasia on both eyes (ou) at a 10 year post op exam. The surgery center indicated the patient had a loss of best corrected visual acuity. The patient's chief complaint was blurred vision. The date of discovery of ectasia was on (B)(6) 2016 and the initial lasik treatment was on (B)(6) 2006. Bcva from (B)(6) 2006: right eye pre-op 20/20 -3.75 x -.25 x 170, left eye pre-op 20/20 -4.00 x -.25 x 170. Bcva from (B)(6) 2016: right eye post-op 20/25, left eye post-op 20/20.